Event description:
It was reported to boston scientific corporation that a radial jaw 4 large capacity biopsy forceps was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the forceps opened wider than expected and the needle detached inside the patient. The physician attempted to retrieve the needle; however this attempt was unsuccessful. Reportedly, the physician felt the needle would pass naturally and was not worried about leaving the needle inside the patient. The procedure was completed with another radial jaw 4 large capacity biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.